Manufacturer narrative:
Reader (B)(6) has been returned. Visually inspection has been performed on returned reader and no issues were observed. Control solution testing was performed and no issues were observed. All results were within range specification. No malfunction or product deficiency was identified. If the reported sensor is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A readings issue was reported with the freestyle libre sensor. Customer's daughter reported the customer received sensor results of 'hi' (reading >500 mg/dl) and 'lo' (reading <40 mg/dl) and they were perceived to be error messages so the sensor was removed. A reading of 36 mg/dl was obtained on the built-in reader and customer experienced hypoglycemia with symptoms described as tremors and "feeling unwell" and was unable to self-treat, requiring "resugaring" by the daughter. Readings of 501 mg/dl and 39 mg/dl, as well as 501 mg/dl and 36 mg/dl, were plotted on a parkes error grid and fell into the 'd' and 'e' zones respectively, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A readings issue was reported with the freestyle libre sensor. Customer's daughter reported the customer received sensor results of 'hi' (reading >500 mg/dl) and 'lo' (reading <40 mg/dl) and they were perceived to be error messages so the sensor was removed. A reading of 36 mg/dl was obtained on the built-in reader and customer experienced hypoglycemia with symptoms described as tremors and "feeling unwell" and was unable to self-treat, requiring "resugaring" by the daughter. Readings of 501 mg/dl and 39 mg/dl, as well as 501 mg/dl and 36 mg/dl, were plotted on a parkes error grid and fell into the 'd' and 'e' zones respectively, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A readings issue was reported with the freestyle libre sensor. Customer's daughter reported the customer received sensor results of 'hi' (reading >500 mg/dl) and 'lo' (reading <40 mg/dl) and they were perceived to be error messages so the sensor was removed. A reading of 36 mg/dl was obtained on the built-in reader and customer experienced hypoglycemia with symptoms described as tremors and "feeling unwell" and was unable to self-treat, requiring "resugaring" by the daughter. Readings of 501 mg/dl and 39 mg/dl, as well as 501 mg/dl and 36 mg/dl, were plotted on a parkes error grid and fell into the 'd' and 'e' zones respectively, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A readings issue was reported with the freestyle libre sensor. Customer's daughter reported the customer received sensor results of 'hi' (reading >500 mg/dl) and 'lo' (reading <40 mg/dl) and they were perceived to be error messages so the sensor was removed. A reading of 36 mg/dl was obtained on the built-in reader and customer experienced hypoglycemia with symptoms described as tremors and "feeling unwell" and was unable to self-treat, requiring "resugaring" by the daughter. Readings of 501 mg/dl and 39 mg/dl, as well as 501 mg/dl and 36 mg/dl, were plotted on a parkes error grid and fell into the 'd' and 'e' zones respectively, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.